Event description:
The pt was utilizing wall vacuum for chest tube suction. The vacuum (suction) was interrupted when the plug for the suction set up partially pulled out of the wall unit. The interruption to the chest tube suction is believed to have caused a pneumothorax. This child was then transferred to the intensive care unit for monitoring of respiratory function.